Manufacturer narrative:
Block e1: the event was reported by the china competent authority. The reported healthcare facility is: (B)(6) china. Phone: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that an autotome rx 49 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the sphincterotomy wire broke. It was reported that the device was completely and immediately removed from the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.